Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00434.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using penumbra smart coils (smart coils), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed three smart coils in the target vessel using a microcatheter. While attempting to advance the next smart coil, the physician was unable to advance it beyond the hub of the microcatheter. Therefore, the smart coil was removed. Afterwards, the physician placed another smart coil in the target vessel using the microcatheter. While advancing the next smart coil through the microcatheter, the smart coil became stuck in the middle of the microcatheter. Therefore, the smart coil was removed. It was also reported that the physician attempted to advance a non-penumbra coil through the microcatheter but was unable to and therefore, it was removed. The procedure was completed using three other coils and the same microcatheter. There was no report of an adverse effect to the patient.